Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a procedure. According to the complainant, during the procedure, the physician was not able to retract the needle after taking a sample. The working channel of endoscope was removed from the patient with the needle extended. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)